Event description:
It was reported that this right ventricular (rv) lead was dislodged. The lead was successfully repositioned. The lead remains in service. No additional adverse patient effects were reported.